Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of no image confirmed; the image loss was noted to be due to a broken connector. The following additional findings were also noted: peeling rein, universal cord worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during preparation for use of their bronchovideoscope device in an unknown diagnostic procedure, it was discovered that there was no image on the monitor. This was discovered when trying to connect the scope to a cv-170 device. The procedure was completed successfully with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported no image upon connection issue could not be definitively determined, however, the issue was likely the result of the observed damaged electrical connector. The event may be detected by following the instructions for use section below: ·¿ inspection of the endoscopic image¿. In addition, the following non-reportable malfunctions were found during the device evaluation: - deformation or breakage of the connector olympus will continue to monitor field performance for this device.